Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episodes in january. In response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically reprogrammed. No device malfunction was observed while the device was in use; however, the device was functioning in a mode susceptible to circuit error and was therefore reprogrammed to preclude harm to the patient. After the reprogramming, the patient experienced another syncopal episode. Histogram information appear to show that the device has not exhibited the circuit error. The patient is scheduled for follow-up in approximately two months. No further patient complications have been reported as a result of this event.